Event description:
Caller reported that the pump screen was lighting up but remained black, affecting the customer's ability to interact with the pump and read the pump screen. There was no adverse impact on the customer's blood glucose level. Technical support arranged for the pump to be replaced, and the customer planned to use multiple daily injections as a backup insulin therapy.